Event description:
Voluntary medwatch received states it was reported that the patient presented in clinic for a follow up. Device interrogation revealed high defibrillation impedance on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. There were no patient consequences.